Manufacturer narrative:
Product was received on (B)(4) 2013 the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button does not respond to commands because the button was completely removed from the flexprint. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported the buttons on the infusion device do not function and the protective rubber is heavily damaged. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.